Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. Additionally, it was reported that an unexpected shutdown occurred. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received. There was no reported adverse impact to the customer.